Event description:
During pre-dilatation of a lesion in the common iliac artery, the balloon burst at nominal pressure. The target vessel was moderately calcified and 90% stenosed. There was no report of any adverse consequence to the pt. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. As per the reporting affiliate, no additional pt or procedural information is available. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.